Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device had undefined problem. The device was not being used during surgery. However, it is also unk if there was user death or injury. There also was no report of pt injury or medical intervention. The date of the event is unk. No add'l info available.